Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint due to the devices malfunction. With this investigation it has been confirmed that the device failed to meet its specifications at the time of power up. The root cause was determined to be a defective mains power switch due to lack of adequate maintenance by user and possibly combined with the aging of the device. In consequence the part was replaced. There was no reported patient or user harm.

Event description:
The report from hospital say: on (B)(6) 2020, the medical staff performed ventilator test. The ventilator showed no response after being started up, and no gas output. There was no obvious adverse effect on the patient. Ventilair ii made in 2007.